Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was noted that there was a load step malfunction. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: during investigation, unable to duplicate complaint about prime issue. On date of the complaint call service 064-0001 alarm was observed in black box, alarm history with high force occurring due occlusion. The rewind, load, prime steps were performed successfully. The pump was exercised pump for 24 hours, after this no call service alarms were received. The force sensor was found to be within specification with no defects found connected with prime issue. Unrelated to the original complaint, the battery compartment cracked from the top above pad to cover part. There was a cover crack between corner of lens and case seal. The display was dim and discolored and the battery cap was damaged - threads stripped, unable to tighten battery cap to test pump, used test cap for all steps. (B)(4).